Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. The source meter producing 4.5v was used to download the data from the pod. The shelf mode current was measured to be within specification, indicating that the battery voltages did not affect pod operation. The download data showed that an 0x40 alarm had been generated, indicating that the safety sensor maximum open count was exceeded. No timeouts or drive stalls were observed in the data, however, the rotational sensor failed to transition towards the end of the data, resulting in the 0x40 alarm. Fluid path testing found a tear in the unexposed portion of the soft cannula 0.2355 inches from the soft cannula resulting in an internal leak. Evidence of corrosion was observed on the commutator cap, indicating that the fluid from the internal leak made contact with the rotational sensor assembly, resulting in the rotational sensor abnormality that contributed to the 0x40 alarm. Evidence of corrosion was also observed on the pcb assembly due to the internal leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours on the back. The pod had to be removed due to a hazard alarm.